Event description:
Patient's mother reported that the patient's current non allergan gel devices "lay flat" and have "wrinkles." This is for the left side. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).